Event description:
It was reported that upon a routine interrogation it was noted that the lead trends contain no data. The trend states "data is invalid." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was a diagnostics problem. Programmer save to disk data (s2d) for file (B)(4)show data - lead trends with "data is invalid" and missing s2d weekly lead trend data columns between (B)(4) 2011 and (B)(4) 2012.